Event description:
The following information was provided: it was reported through counsel as a result of a legal claim that alleged the patient was implanted with an lfit anatomic v40 femoral head during a left hip arthroplasty on (B)(6) 2011. It is alleged that in or around (B)(6) 2025, the patient started to develop pain in her left hip, diagnostic imaging taken on (B)(6) 2025, showed a partial dislocation (disassociation?) Of the implant. The patient was revised on (B)(6) 2025. Stryker was made aware of this event via legal counsel.